Event description:
It was reported that during a da vinci si esophagectomy procedure the mega suturecut needle driver instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was broken at the distal idlers. The idler pulley spun freely but did exhibit some damage. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Engineering also found deep scratches on the main tube and mechanical indentations on pulley. The distal end of main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length approximately .22 to .33. The distal idler pulley exhibited indentations and wear marks along the edges and on the surface. The evidence was inconclusive, but damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.